Manufacturer narrative:
(B)(4). A product investigation was completed: a total of eleven (11) implants were received. The plate is broken into two pieces at the first combi-hole proximal to the condylar head portion of the plate. There are numerous scratches and discolorations on the plate consistent with it being implanted. The remaining devices (ten screws) show minor cosmetic scratches and wear from being implanted. These devices are functionally undamaged and did not contribute to the complaint condition. Although the exact cause for the complaint condition cannot be determined, it is likely that excessive, cyclic loading due to insufficient/delayed bone healing resulted in the plate bearing the entire functional load of the patient until failing in fatigue. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The designs are determined to be suitable for the intended use when employed and maintained as recommended. The 4.5mm va-lcp curved condylar plate is indicated for buttressing multi-fragmentary distal femur fractures including: supracondylar; intra-articular and extra-articular condylar fractures, periprosthetic fractures, fractures in normal or osteopenic bone, non-unions and malunions. Proper use for the device(s) are addressed in technique guide. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 10 hole, variable angle (va), locking compression plate (lcp), condylar plate was implanted on an unknown date at an unknown facility. The plate was found to be broken post-operatively and it was suspected that the patient had an infection. Revision surgery took place on (B)(6) 2015. The plate and screws were explanted and the patient was placed in an external fixator. No other devices were implanted after the hardware removal. No surgical delay was reported and all broken hardware was successfully removed. This report is 2 of 2 for (B)(4).